Manufacturer narrative:
The event date was not provided it is only known that the event occurred in 2014. It is not clear whether this event occurred before of after the patient was implanted with an lvad. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced hemolysis with lactate dehydrogenase (ldh) levels in the 600 u/l range. The patient was instructed to take coumadin and acetylsalicylic acid (asa) 325 mg. The patient's international normalized ratio (inr) goal was set at 2.5-3.5. No further information was provided.

Manufacturer narrative:
Section d4 and h4: additional information. Manufacturer's investigation conclusion: a direct correlation between the device and the reported hemolysis cannot be conclusively determined through this evaluation. Additional information was requested from the account; however, they were unable to provide any further details regarding the event. The patient remains ongoing on the device. The heartmate ii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii lvas and includes information regarding recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.